Event description:
A malfunction was reported with code malf 12, and it occurred at least three times, but there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and instructed the customer to put the malfunctioning pump into storage mode before returning it. The customer understood and acknowledged these instructions and planned to continue using the current pump as a backup therapy.